Event description:
The reviewed literature article contained a study of 20 pts with lp shunts consisting of medtronic strata nsc lp valves and unk small lumen peritoneal catheters. The source literature reported that 7 pts required 13 shunt exploration or revision procedures due to: 5 distal obstructions, 2 csf leaks, 1 proximal obstruction, 1 proximal tube fracture, 1 inability to adjust performance level, 1 persistent high icp, 1 addition of vp shunt due to persistent symptoms and 1 for suspicion of disconnection. It was also reported that there was an instance of overdrainage symptoms in association with spontaneous readjustment of the valve, which was resolved when the valve was reset.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedure. Use of lumboperitoneal shunts with the strata nsc valve: a single-center experience ahmed k toma, muhammad dherijha, neil d. Kitchen, laurence d. Watkins journal of neurosurgery july 30, 2010; 0:0, 1-5.